Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device remaining longevity was 17% after one year and premature battery depletion (pbd) was suspected. The patient reported that they were in mexico at the time and considering moving to the united states to address the device. No adverse patient effects were reported. The device remains implanted to date.